Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date of the 3500a initial report was reported incorrectly. The actual awareness date was 4/23/2019. The due date for the report was 5/23/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/17/2019 , the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019 , during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7358097 , and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture. This report contains supplemental information for mentor psr reference number ip-00462237. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00462237. It was reported that a (B)(6) patient underwent breast augmentation revision with mentor memorygel breast implant 300cc . Now this patient presented with bilateral capsular contracture grade IV. As a result, the patient underwent bilateral explantation and replacement on (B)(6)2019. This report is for the left breast implant.